Manufacturer narrative:
Manufacturing review: the lot number has been provided and the lot device history records have been reviewed. The lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. This is the only complaint reported for this lot number and issue to date. Visual inspection: the graft was returned. The returned segment measured approximately 37.0cm long. There were no signs of rips, holes or tears along the graft. There were no suture holes observed at the edges of the graft. Clamp-like indentations were observed at both ends of the graft. One end of the returned segment appeared to have been trimmed. The graft appeared slightly translucent and exhibited a wetted characteristic. The overall color of the graft was identified to be slightly grey due to the graft's carbon lining. The coloring and translucent appearance of the graft could indicate a possible break of the graft's hydrophobic barrier. This could potentially lead to the graft leakage. Dimensional evaluation: the graft measured approximately 37.0cm long which is below specification. However, it is unknown whether the graft portions had been trimmed and the remaining portion may have been discarded. Medical records review: medical records were not provided; therefore, a review could not be performed. Image/photo review: images/photos were not provided; therefore, a review could not be performed. Conclusion: the complaint investigation is inconclusive for graft leaks as the reported conditions of use could not be recreated. Based on the condition of the returned graft, it did not appear that the graft had been implanted, and that the leak occurred during preparation. Per the complaint comments, the graft was flushed. Per the instruction for use (IFU), "exposure to solutions (e.g., alcohol, oil, aqueous solutions, etc.) May result in loss of the graft's hydrophobic properties. Loss of the hydrophobic barrier may result in graft wall leakage. Preclotting of this graft is unnecessary." Therefore, the probable root cause is that the device was flushed. Labeling review: the current instruction for use (IFU) states: warnings: exposure to solutions (e.g., alcohol, oil, aqueous solutions, etc.) May result in loss of the graft¿s hydrophobic properties. Loss of the hydrophobic barrier may result in graft wall leakage. Preclotting of this graft is unnecessary. Avoid excessive graft manipulation after exposure to blood or body fluids. Do not forcibly inject any solution through the lumen of the graft, or fill the graft with fluid prior to pulling it through the tunnel as loss of the graft¿s hydrophobic properties may occur. Loss of the hydrophobic barrier may result in graft wall leakage. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Manufacturer narrative:
A further clinical review of the event details was completed and a change in the MDR reportability was identified. No medical records or no medical images have been made available to the manufacturer. As the serial number for the device was provided, a review of the device history records is currently being performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that prior to placement in the patient, the vascular graft was noted to be leaking. The graft was not used in the patient.